Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Xrays were reviewed by a hcp. The review concludes the acetabular cup has a somewhat horizontal orientation based on a visual examination and the femoral stem is intact with a periprosthetic fracture of the proximal femoral diaphysis. There were no signs of loosening, wear or radiolucency. The acetabular inclination angles cannot be accurately measured without a true ap pelvis film. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time if this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device location remains unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right hip revision procedure due to a loose stem and a periprosthetic fracture of the femur. Attempts have been made and no further information has been provided.